Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins was in over-discharge and that the patient had poor communication with the ins recharger/was seeing the reposition antenna screen. The patient programmer had no telemetry both with and without the antenna attached. It was noted that the ins had been dead for between 3 weeks and 45 days. The rep tried to trickle charge the ins but was unsuccessful. It was reviewed that the recharger would do nothing if the ins was dead, but should work with a replacement ins. A new insr was requested from the rep/patient. A replacement surgery was planned for (B)(6) 2017. Follow-up was conducted to obtain more information regarding the surgery and the cause of over-discharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that the patient had a prior history of battery depletion and the battery would not allow the rep to perform a trickle charge. The patient had a battery revision that took place on (B)(6) 2017. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that the device is no longer in use but it would not be returned. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.